Event description:
The physician reported that during a routine lead revision, a biotronik screwdriver (torque wrench) was used to operate the connection system of the subject pacemaker, which resulted in a setscrew becoming stuck/attached to the tip of it. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed proper function in accordance with specifications.

Event description:
The physician reported that during a routine lead revision, a biotronik screwdriver (torque wrench) was used to operate the connection system of the subject pacemaker, which resulted in a setscrew becoming stuck/attached to the tip of it. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during a routine lead revision, a biotronik screwdriver (torque wrench) was used to operate the connection system of the subject pacemaker, which resulted in a setscrew becoming stuck/attached to the tip of it. Another pacemaker was subsequently implanted.